Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loss of power from battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed sleep current measurement and active current measurement tests. After further review of the device¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. In an attempt to isolate the high current measurements, the problem appears to be due to both electrical board 1 and electrical board 2 with electrical board 1 contributing the most.